Event description:
Following a medical intervention involving contraindicated medical equipments, the device was interrogated two days in 2009: high impedance (> 3000 ohms) was observed in both cavities with no sensing and no pacing. A hard reset of the device was attempted on the second day without restoring normal functioning of the pacemaker. Replacement of the device was recommended.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.